Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an endoscopic ligation due to esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip would not break free from catheter. Nurse fired the clip as per normal process and went through the open and close the handle movements but still would not release. Physician tried to push the catheter near the biopsy port against stem of clip but would not come free. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.